Event description:
Information received by medtronic indicated that the customer stated rejected new batteries, rewind and prime and more of a gridded noise. No harm requiring medical intervention was reported. Customer declined for troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring: black. Device case type: ngp. Customer returned device for an alleged failed batt test, rewind anomaly, and prime anomaly observed on (B)(6) 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Unable to perform the occlusion test due to insulin flow block alarm. Insulin flow block alarm was noted during testing. Successfully downloaded history files and traces using thus. Insulin flow block alarm was noted in the pump's history on october 24, 2022 at 17:43:56.000 due to moisture damage. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery related alarms or alerts were noted during testing or in the device history. The device was cut open to perform visual inspection and found moisture damage on the motor, force sensor, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay failed batt test was not confirmed. Rewind anomaly and prime/fill anomaly was confirmed due to moisture damage on the motor, force sensor, and harness assembly vibrator. Exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.